Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10016073 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material # 10016073 batch # unknown. It was reported by customer that the ivpb tubing was spiked into the IV bag and fell out soon after. Verbatim: rcc received a complaint via email. So far there has been no other reports of this reoccurring. The incident report had minimal information. What was reported was that the ivpb tubing was spiked into the IV bag and fell out soon after. Hope this helps. It is for product #10016073.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was loose. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the ivpb tubing was spiked into the IV bag and fell out soon after.